Manufacturer narrative:
Plant investigation: the reported symptom code (blank screen) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. The functional display check failed. The failure was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became operational. There were no visual discrepancies encountered during the internal inspection.

Event description:
A peritoneal dialysis patient reported requested technical support after encountering a blank screen on the liberty select cycler during treatment. The stop/ok keypads did light up at time to power up the cycler last night. The patient reported not reporting the event when it occurred, since the patient wanted to sleep. Patient informed his peritoneal dialysis registered nurse (pdrn) early in the morning that he missed his treatment on the cycler last night. Patient performed continuous ambulatory peritoneal dialysis the next morning and will continue with manual treatment until the replacement cycler arrives. Additional information was solicited.